Event description:
In trying to use the ultracinch for an ablation, the device did not pass the self check. Another device was opened and used to complete procedure.manufacturer provided return good authorization (rga)# for product return evaluation.